Event description:
Procedure: laparoscopic rectosigmoid surgery. According to the reporter: three clips were fired to the root of inferior mesenteric artery. Two clips were applied to the nerve center, and one clip was applied to the distal part. The clip of distal part was removed safely when using another instrument. The rectosigmoid surgery was finished. Then, the open hepatectomy was started. During the surgery, blood pressure increased to 180 and dropped down to 30. Two clips were confirmed to have disengaged from the root of inferior mesenteric artery, and 1500 cc of bleeding occurred. The clips were retrieved from the cavity.